Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a failed battery test on his insulin pump. Customer's blood glucose was 402 mg/dl. Customer stated he was not concerned about the alarm or his blood glucose. He just wanted to know what the alarm meant. Customer was advised of the possible causes of the alarm. The battery compartment and cap are not damaged or corroded. Customer resolved the alarm with a battery change. A replacement battery cap was sent. Nothing further reported.